Manufacturer narrative:
The discrepancy between the initial and repeat tests with the cobas egfr mutation test v2 is likely due to sample-specific factors related to the limit of detection (lod) and off-label sample handling. The discrepancy between the roche assay and ngs is likely attributed to a combination of pre-analytical factors such as tumor heterogeneity, off-label handling, and differences in assay technologies and extraction processes. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer is(B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient when tested with the cobas® egfr mutation test v2. On (B)(6) 2025, the initial result was no mutation detected. The patient underwent both liquid biopsy and tissue ngs testing, and egfr l858r was detected in both specimens, with a mutant allele frequency (maf) of approximately 12.5%. On (B)(6) 2025, the sample was repeated and the result was l858r mutation detected.